Manufacturer narrative:
One unused sample was received and a visual inspection was performed. The lot number of the sample received was 0016164692, of which is the same lot as the sample that had the reported issue. A device history record (DHR) review was completed for lot# 0016164692. There were no manufacturing issues related to the complaint for this lot. It is unknown whether the original product was being used for treatment or diagnosis and if there was a relationship of the product to the reported incident. Inspection of the sample resulted in noting that the strap had been correctly produced per the torso strap drawing. Further investigation and a root cause analysis determined that there was an error in the product drawing. The drawing specified that the strap was to have the hook part of the velcro on one end and the loop part of the velcro on the other end when both ends should have had the hook part. This complaint will be considered as confirmed. As part of continuous improvement efforts and a corrective action, the drawing is currently being updated to reflect placing the hook part of the velcro on both ends of the torso strap. In addition, an internal corrective/preventative action (CAPA) has been initiated to address the incorrect drawing. If additional information is received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/16/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a foam positioning kit. The customer indicated that the torso strap inside the schlein beach chair kit did not function correctly because one side of the hook <(>&<)> loop (velcro) strap did not have the opposing property to make a connection. I am sending in the samples today to qa.